Manufacturer narrative:
The patient has stopped taking cough and cold medication. At the time of the event, the patient was taking antibiotics. The customer returned strip lot 334499 for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.6-3.2 inr: qc 1: 2.8 inr, qc 2: 2.8 inr , qc 3: 2.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
The customer's device was received for initial investigation. The customer's test strips and retention test strips tested on customer device and all qc were acceptable. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter (B)(4). The result from the meter was 3.5 inr. The result from a laboratory using thromborel s reagent was 2.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer ceased alcohol consumption since having a cold.